Event description:
It was reported that the 9800 system had poor image quality during a case. Also there was a regulator error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge board was replaced during the service call. The system was tested and found to be working as intended and put back into service.